Event description:
It was reported that during an implant, low impedances, no sensing, and high thresholds were observed on the analyzer. Another programmer was used, and all values were normal. It was unclear whether the issue was programmer or analyzer related. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. (B)(4): no anomalies found. (B)(4): three pins on the patient input connector are damaged.